Event description:
After iabp for 40 hours, the iab leaked. Blood was noted in the catheter. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 10/21/97.) (Pt's current status: unk - rpt'd 10/21/97.)